Event description:
The patient is a (B)(6) male has a history of a recurrent abdominal incisional hernia which has been increasing in size and discomfort. He recently was admitted to the hospital with what appeared to be an episode of small bowel obstruction. A CT-scan revealed a 9 by 12 cm fluid collection in the right lower quadrant raising the possibility of an underlying fistula. On (B)(6) 2008, the patient underwent surgery which included removal of a bad composix kugel patch that was part of a class 1 product recall. It is not known at this time if the kugel patch was indicated in any of the patient's symptoms.